Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began 20-25 days prior to contacting lfs. The patient informed the csr that he manages his diabetes with insulin (no adjustments) and continued to follow his usual diabetes management regimen in response to the alleged meter issue. The patient reported that 6-7 days after the alleged issue began, he developed symptoms of ¿eyes are burning and being thirsty and tired¿. The patient denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr educated the patient on the correct testing procedure and walked the patient through a retest. The alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.